Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic and during routine interrogation, noise was seen on the right ventricular lead in the ventricular fibrillation zone. No intervention was performed. Patient was stable.

Event description:
New information received notes patient was seen in clinic and noise episode was reviewed. It was determined that the device appropriately called the noise episode and inhibited therapy. The sensing, pacing, and impedance were stable. Physician elected to continue to monitor the lead.